Event description:
It was reported that during a lobectomy procedure, the device and original cartridge were fired at the bronchial tube. It was initial firing of the device. When the doctor fired the device, he felt some difficulty. It felt lighter than usual. Therefore, the doctor opened the jaw before cutting the tissue, and then he found no staples were deployed on the firing area. Next, the doctor loaded a new cartridge into the device and fired to complete the case. There were no adverse consequences to the pt. After the operation, the doctor looked for the staples, but he could not find any staples. The doctor also said that he checked the staple's presence during the irrigation but no staples were found.

Manufacturer narrative:
(B) (4). (B) (4).